Manufacturer narrative:
A ge service representative performed an on site investigation. The cable from hard drive to cine bridge was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system's cine function was intermittently non functional; thereby losing subtraction, road-mapping, or other critical vascular cine functions. There is no report of death or serious injury.